Event description:
It was reported by service report that the foot-end lift was stuck up high. There was no patient involvement, and ti is unknown if there were adverse consequences to report.

Manufacturer narrative:
Result: the foot-end lift was stuck up high.